Event description:
This happened to the scrub nurse not the patient. There was no patient harm. The maryland dissector was connected to the cautery unit and was being held by the scrub nurse. The covering on the handle had a small tear that exposed the bare metal. When the cautery was turned on the exposed metal made contact with the nurse's gown that was covering her upper arm and burned a hole in the gown causing a small burn to her skin. The staff member required neosporin ointment. The burn area was just slightly red. The esu was set at 35/35. No other device information is available. Our facility has had no other issues with the device. Staff believe this may have occurred due to the age of the device.